Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix fully extended. The measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. The reported events of lead dislodgement, no capture and low sensing were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, loss of capture and low sensing were observed on the atrial lead. Diagnostic imaging was performed which confirmed lead dislodgement. The lead was explanted and replaced to resolve the event and the patient was in stable condition.